Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Cause was reportedly due to not having the correct pump personal profile settings. Customer was taken to the emergency room and was subsequently hospitalized in the intensive care unit. Treatment was administered via consumption of carbohydrates and intravenous saline. Customer was released from hospitalization approximately 4 to 6 days later with the issue resolved and no permanent damage.